Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 5 of the bd q-syte¿ needle-free connector stand-alone device leaked. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse is using it, she found a leak and the sample can be returned.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of a q-syte closed luer access device for evaluation. A review of the device history record was performed for the reported lot, 1293672, and no quality issues were found during production. Our quality engineer reviewed the provided video and determined that it showed a q-syte unit being flushed with a syringe. During the flush, a bead of liquid was observed forming and dropping repeatedly near the vent hole. Leakage at the vent hole indicated that there was a tear in the q-syte septum column wall or bottom disk. Therefore, based off the provided video the engineer was able to verify the reported defect. However, without a physical sample available for dissection and testing a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported by the customer that 5 of the bd q-syte¿ needle-free connector stand-alone device leaked. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse is using it, she found a leak and the sample can be returned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-jan-2023. H6: investigation summary : bd received two q-syte close luer access devices from lot 1293672 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the units were inspected for any column tears but no tears were identified. Finally, both units were flush tested and leakage was observed coming from the vent hole. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that can occur during the assembly process. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup.

Event description:
It was reported by the customer that 5 of the bd q-syte¿ needle-free connector stand-alone device leaked. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse is using it, she found a leak and the sample can be returned.